Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the pdu had no led indication and no output was detected. A review of system log files showed the pdu control module power failed due to a malfunctioning pdu fan tray and dcps, confirming the reported issue. The fse replaced pdu fantray and dcps to resolve the issue and restored normal functionality of the system. The pdu fantray and dcps was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.